Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had back/retrograde flow during therapy in the neonatal intensive-care unit (medication, programmed amount and delivery rate unknown). This event mainly occurred when clinicians were running secondary infusions. It is difficult to determine the amount of medication that was backed up into the line, which would lead to the patient receiving a bolus of medication. While there are some medications (inter lipids) you can visually see backing up into the line, there are other medications that are transparent and do not provide a visual indicator of the amount of medication backing up into the line. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.